Event description:
The manufacturer received information alleging a ventilator failed a test step during testing. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed test steps during testing. The device's active exhalation control module and blower motor need to be replaced to address the issues.